Event description:
It was reported by the perfusionist (ccp), that the unit would not recharge and that the red indicator was blinking on the battery module. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Eval is in progress, but not yet concluded.

Manufacturer narrative:
Corrected: model/lot #. The reported complaint was confirmed. The batteries were due for replacement by march 2015, though were not replaced until the regularly scheduled preventive maintenance (pm) in may when the manufacturer's field service representative (fsr) discovered a customer note citing the failure, with no date or further information. This failure could have occurred prior to the scheduled expiration date. Diligence requests for additional information were unsuccessful in determining normal care and maintenance by the user, as well as when the issue first occurred. No additional action will be taken at this time.

Manufacturer narrative:
The field service representative (fsr) verified the reported issue and performed preventive maintenance (pm) . One of the original batteries was nearly dead. The fsr checked calibrations and operation of the system. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. During the laboratory evaluation, the reported issue was duplicated. The product surveillance technician (pst) observed no damage or other anomalies upon receipt of the batteries. With the conductance meter connected, one battery measured 3.7 volts direct current (vdc) upon receipt, the second battery measured 4.2 vdc. These readings are much lower than typical and indicate severe depletion and/or lack of proper charging maintenance. (Typical values of a discharged battery are over 11 vdc). The batteries were installed into a lab-use only (luo) 8k battery backup module and allowed to charge for 20 hours. Voltages then measured 4.7 and 7.0 vdc respectively (indicates failure to accept charging). This corroborates the reported complaint. The battery date codes indicate that they were over three years old when the manufacturer was informed. These batteries are one year overdue for replacement. As previous service history indicates that regular schedules maintenance has been performed by the MFR, though diligence info was unavailable to determine normal care and maintenance by the user. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.